Manufacturer narrative:
An investigation is currently being conducted. A follow up report with results of the investigation will be submitted upon completion. The alphatec solus anterior lumbar interbody fusion (alif) system is an intervertebral body fixation system consisting of implants with various heights and lordosis to accommodate individual patient pathology. System implants are manufactured from implant grade polyetheretherketone (peek optima lt1), titanium (ti-6al-4v eli) anchoring blades and tantalum radiographic markers. System instruments are manufactured from stainless steel. The alphatec solus implant is intended for use with supplemental spinal fixation. Specifically, the alphatec solus implant is to be used with the alphatec's zodiac spinal fixation system, aspida anterior lumbar plating system, illico mis posterior fixation system, illico fs facet fixation system, or the bridgepoint spinous process fixation system.

Event description:
The distal inferior blade of a solus lumber spacer fractured and broke while attempting to deploy into the s1 endplate/vertebral body. The broken blade remains confined within the constraints of the peek cage and superior and inferior vertebral bodies. The implant is not causing the patient any ill effect therefore the surgeon elected not to remove it. A second solus lumber spacer was inserted at the l4/l5 which deployed without issue. Supplemental fixation positioned at the site (l4/l5/s1) consisted of alphatec illico screws and rods. The patient is reported to be doing fine.

Manufacturer narrative:
Functional testing found that at asymmetric patient bone density conditions where one endplate is in-penetratable and the other endplate is penetrable, there is a potential for device failure.

Manufacturer narrative:
A solu's lumber spacer from the same lot (654772) was pulled for inventory for evaluation. The finished good device was disassembled into the individual components, photographed and dimensionally inspected. All features were found to meet print requirements. No anomalies were detected. The evaluation concluded that lot 654772 was properly manufactured and released according to design specifications. Additional investigation/performance testing is currently being conducted. A follow up report with results will be submitted upon completion.